Event description:
Additional information received, the probe was damaged/ error message was displayed, but the probe did not fall inside the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide correction made to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the probe damage error likely occurred due to contact with a surgical instrument or the non-insulated area of the grasping section. The detailed mechanisms are as follows: mechanism #1 1. During output in ¿seal & cut¿ mode, the probe encountered hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe and the probe damage error occurred. Mechanism #2 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe and the error occurred. 3. ¿seal & cut¿ output was activated under this situation, then the scratches were made (indicating that the probe and grasping section were in contact with each other). 4. The probe received an output load in ¿seal & cut¿ mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. Furthermore. Although the probe damage error is a non-reportable malfunction, the issue was involved in a patient adverse event. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes a correction to b5, d4, and g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, additional information has been added to b5 and h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the incident caused a procedural delay while the patient under anesthesia; however, the duration of the delay was not specified. The procedure was completed with a non-olympus device with no impact to the patient. As previously reported, a total of three probes broke during the procedure. This complaint captures the third probe which displayed an error message upon activation. However, this probe did break and fall inside the patient¿s body.

Manufacturer narrative:
The report is related to the following linked patient identifiers. (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic surgical device probe tip broke off into a patient and was retrieved during the middle of the case when working on the round ligament. The issue occurred three times with three separate devices during a laparoscopic supracervical hysterectomy, laparoscopic sacrodolpexy, bilateral salpingectomy procedures. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device evaluation that was previously reported. The subject device was returned to olympus for evaluation, and the probe was not broken. Damage to the probe and/or tissue pad could not be confirmed. Although there has been a correction to the previously reported device evaluation, there is no change to the previously reported legal manufacturer's investigation results. This supplemental report also includes a correction to e1, e2, e3, g2, and h6 from the previous submission.